Event description:
Biomed was notified that the adult electrode pad does not align correctly as depicted on the photo on the device packaging. The instructions are not accurate to the actual layout to the actual pad. Approximately one inch between the image instructions and pad versus the one step pad that is preassembled. No direction or perforation indicating that the user should manually separate and realign the pads (blue #2 - two part front chest pad). The instruction informs the user to line up the bottom of the dark blue upper portion of the blue triangle and the red cross line of the compression puck to the nipple line of the patient. When the user aligns the pad as directed, the pad is in the wrong place for optimal compressions.